Manufacturer narrative:
No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported there is fluid coming out of his insulin pump. Customer's blood glucose was 97 mg/dl. He stated there is pool water in his device because he fell into a pool. There is fluid under the lcd display. The device has no cracks. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.